Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed ad the machine alarmed. Estimated blood loss was 300 cc's. The patient had no adverse effects and did not require any medical intervention. The sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.